Manufacturer narrative:
B5 - corrected to: the reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6; -12.5/1.00/19 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vaulting; significant reduction of irido-corneal angles and irido-corneal touch. A replacement lens of a different model and shorter length was implanted on (B)(6) 2021 and this resolved the problem. The cause of the event was noted as "lens size change". H4 - corrected to (B)(6) 2021 in initial MDR. Claim #(B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6; -12.5/1.00/19 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vaulting; significant reduction of irido-corneal angles and irido-corneal touch. A replacement lens of the same model but shorter length was implanted on (B)(6) 2021 and this resolved the problem. The cause of the event was noted as "lens size change".